Event description:
Customer reported that their pump was taking longer to charge compared to when it was new. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.